Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6 clinical study. It was reported that the patient died. In (b)(6 2013, clinical status assessment identified the patient's qualifying condition as myocardial infarction (mi) with stable angina. Elevated biomarkers indicated ischemia prior to procedure and the patient was referred for urgent cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 85% stenosis and was 8 mm long with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 12 mm study stent with 20% residual stenosis. Two days after, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2017, the patient was hospitalized and eventually expired fifteen days after. The cause of death was unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2017, the patient presented to emergency department of non-study hospital due to sudden syncope with no other associated symptoms. Of note, the patient's condition had declined last week due to increase in blood glucose up to 485 mg/dl. Upon arrival, lab investigations were performed which revealed capillary blood glucose with 604 mg/dl with ketonuria and severe metabolic acidosis. Subsequently, treatment was started with saline drip and insulin pump along with correction of acidosis. Per physician, the cause of syncope was decompensated diabetes with diabetic ketoacidosis and the patient was admitted to ICU. Upon admission, cardiology was consulted and cardiologist has ruled out cardiological reason for the syncope. Additional tests like cranial CT scan and electroencephalogram were also performed which showed no abnormalities. Chest x ray revealed cardiomegaly with discrete signs of pulmonary venous hypertension and left pleural effusion. Due to good clinical progress, the patient was shifted to internal medicine ward which was monitored by endocrinology and continued the treatment. The patient was noted to have symptoms of disorientation prior to admission for which neurology and psychiatry was consulted. The patient was subsequently diagnosed with vascular dementia for which was put on medications. During the course of hospitalization, the patient was also noted to have urinary infection with urine sediment showing 50-100 wbcs/field, chronic mixed anemia due to low transferrin and ferritin and acute urine retention which required bladder catheter. In (B)(6) 2017, the subject was transferred to another hospital and upon arrival, the patient was very sleepy and did not cooperate for neurological examination. During her hospital stay, she has had fluctuations in her level of consciousness with periods of drowsiness altering with episodes of psychomotor agitation due to which blood glucose levels were hard to control. Fifteen days after, the patient had dyspnea with intercostal retractions and abundant respiratory sounds. Subsequently, IV treatment was administered with no favorable response.